Manufacturer narrative:
The clinical impression has been amended to reflect new or corrected info. A report was received that a cypher stent was associated with dislodgement during use on a pt. The event involved a female pt in her 60s with an unk medical history and presentation. This pt's gender puts her at increased risk for mace. The involved lesion was located in the proximal rca and was described as a long lesion, calcified and tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 28mm cypher stent. Attempts to cross the lesion were unsuccessful and the physician tried to remove the product by pulling it back into the medtronic jr4 guider. According to the IFU, a cypher sds with an un-delpoyed stent should be retrieved by pulling it and the guider out as a single unit. This is done to prevent stent dislodgement. During the removal of the product, the stent dislodged and was successfully snared. There was no reported injury to the pt and the procedure was completed with another product. There are pt, vessel and procedural factors that may have contributed to this event. The product was not returned for analsyis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Please note that this is the initial/final report for this product.

Event description:
The report from the field indicated that during a pci procedure the stent dislodged while withdrawing the device back into the guiding catheter. The stent was retrieved using a snare device. The pt was a female in her 60's. The stent was noted to be coming off of the sds/balloon while attempting to cross the target lesion. The target lesion was the proximal right coronary artery (rca). The lesion was reported to be: a long lesion, calcified, and tortuous. The lesion was successfully treated using two (2) taxus stent. There was no reported pt injury or adverse effects noted. No additional info is available. The product is not available for eval and testing.